Event description:
It was reported that post implant the leadless implantable pulse generator (ipg) exhibited loss of capture. The leadless ipg was ina activated. It was also reported that approximately three days post implant the leadless ipg had dislodged and migrated to the pulmonary artery. The leadless ipg was recaptured using a microsnare and explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.